Event description:
This is filed to report unintended movement it was reported that a mitraclip procedure was to be performed. During preparation of a mitraclip ntw, the clip failed during establishing final arm angle (efaa). The clip opened continuously from 20 to 120 degrees. Resistance in the arm positioner occurred. It was noted that the lock line and arm positioner felt different. The lock lever kept popping back and would not stay pushed in all of the way. Therefore, the device was not used and was replaced. There was no patient involvement and new devices were prepped and used. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa, resistance in arm positioner, and unintended lock lever movement were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa, resistance in arm positioner, and unintended lock lever movement were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.